Manufacturer narrative:
The device/s was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Vessel/ intimal injuries are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Per the reported information, there is no evidence suggesting that the device was defective, but procedure event related events. MDR related to this event: 2029214-2017-00394 2029214-2017-00395 2029214-2017-00396 2029214-2017-00397 2029214-2017-00398.

Event description:
Citation: endovascular treatment of intracranial arteriovenous malformations with onyx technical aspects. Weber w1, kis b, siekmann r, kuehne d. Ajnr am j neuroradiol. 2007 feb;28(2):371-7. Medtronic received the following reports: there 4 cases of distal perforation by the microcatheter or microguidewire with local subarachnoid hemorrhage (sah). The vessel perf oration were treated immediately by injection of onyx.